Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported with the bd vacutainer® sst¿ tube there were erroneous chemistry results. There was no report of injury or medical interventions.